Manufacturer narrative:
Review of the most recent repair record determined the device was not cutting evenly; the width plates were damaged, the thickness control lever was loose, and the device was out of calibration at the 0 reading. The control bar, control shaft, bearings, width plates, screws, and various other parts were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
There is no additional event information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was not cutting evenly. The event timing was outside of surgery and there is no harm or delay reported. No adverse events were reported as a result of this malfunction. Due diligence is complete and no additional information is available.